Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement. The dislodgement was confirmed via fluoroscopic. Device remaing in service. No additional adverse patient effects were reported.